Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and experienced the reported door not fully latched alarm. The alarm was caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. Any patient injury or involvement is unknown.